Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device green sheath of tip of needle fraying off of sheath. This issue occurred during a therapeutic endobronchial ultrasound. The proc there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The event can be detected/prevented by following the instructions for use which state: was the device used in accordance with the IFU/label? Unknown. Per IFU, page 12. Inserting into the endoscope warning turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. Operation warning: do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.